Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 977a260, lot# v000819, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# v000561, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient fell and the leads ¿broke.¿ the manufacturer¿s representative (rep) wasn¿t sure of the date of the fall but thought it was a couple months ago. As a result, the patient experienced a loss of therapeutic effect. A lead revision was performed and both leads were replaced on (B)(6) and the patient was able to get good therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a lead revision surgery because his impedances were high with old leads. The patient stated he had fallen a few months prior and this was why he was having a revision. The patient was currently doing great with great stimulation coverage.